Manufacturer narrative:
Evaluation in process.

Event description:
Unit stopped delivering pressure shocks during the procedure. Doctor aborted the case.

Manufacturer narrative:
Field service engineer states "error cuw167". Service history records reviewed. Several related errors noted. Field service engineer performed several operational tests and was unable to duplicate the error. Contacted tech support who advised replacing the cuw board. Board replaced. Returned to site to observe 3 cases. No issues observed.